Event description:
Bad connection at hub of sherlock 3cg¿ technology to electrical component of 4 fr single-lumen powerpicc¿ catheter stylet. Nurse have had several issues of recent with them [piccs] but have been able to move the connection around for it to make contact. Nurse was unable to even do that with this one. Medsun reporter is only assuming that was the issue this time. Medsun reporter never did get an internal read, only external. Checked leads connections etc. Multiple times to no avail. Required chest x-ray to verify placement.